Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy during dialysis. Review of the stored electrograms (egms) revealed noise leading to oversensing and an inhibition of ventricular pacing.